Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension from (B)(6) 2015 to (B)(6) 2018, multigravida, asthma, heavy periods, migraine, uterine bleeding, vaginal cyst and dysmenorrhea. Previously administered products included for contraception: depo provera from 2010 to 2013. In 2015, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced intra-abdominal haemorrhage ("severe abdominal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal cyst ("vaginal cyst"). On an unknown date, the patient experienced abdominal pain ("navel area pain"), scar pain ("scar tissue") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, vaginal cyst, abdominal pain, scar pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, scar pain, vaginal cyst and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, pain, severe abdominal bleeding, vaginal cyst, navel area pain, scar tissue, pain with intercourse. Reporter information, aka name, historical drug, lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension from (B)(6) 2015 to (B)(6) 2018, multigravida, asthma, heavy periods, migraine, uterine bleeding, vaginal cyst and dysmenorrhea. Previously administered products included for contraception: depo provera from 2010 to 2013. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced intra-abdominal haemorrhage ("severe abdominal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal cyst ("vaginal cyst"). On an unknown date, the patient experienced abdominal pain ("navel area pain"), scar pain ("scar tissue") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, vaginal cyst, abdominal pain, scar pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, scar pain, vaginal cyst and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Batch no c59243 production date 2014-05-20, expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.